Event description:
A wilson-cook percutaneous gastrostomy feeding tube was placed. Two days after placement, tearing of stomach at the incision site was observed, resulting in emergency surgery. The tearing lead to free air, peritonitis, and a surgical repair. The pt was reported to be in stable condition.